Event description:
Correction: Additional information received indicated the vLP never left the protective sleeve of the DC and therefore did not embolize as initially stated.

Event description:
IT WAS REPORTED THAT THE VENTRICULAR LEADLESS PACEMAKER (VLP) PREMATURE SEPARATED FROM THE DELIVERY CATHETER (DC) AND EMBOLIZED IN THE SUPERIOR VENA CAVA DURING AN INITIAL IMPLANT PROCEDURE ON (B)(6) 2026. THE VLP WAS NOT USED AND A NEW VLP WAS SUCCESSFULLY IMPLANTED. THE PATIENT WAS IN STABLE CONDITION.

Manufacturer narrative:
B5 and H6.